Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor (g). The compromised force sensor system error alarm did not occur during testing. The motor passed the motor test. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that his insulin pump has alarmed with a compromised force sensor system error alarm two or three times in the past. The first one was three months ago. The second one was a week and a half ago. The customer stated that his blood glucose was low so he drank a lot of juice. He was falling over as a result of his hypoglycemia, but his blood glucose value was unspecified. His estimated that his low was around 90 mg/dl since he feels badly around that value, and after drinking juice his value increased to 180 mg/dl. He drank juice until his blood glucose was 300 mg/dl. Troubleshooting was initiated for the compromised force sensor system error. The drive support cap appeared normal. The pump was not dropped or bumped prior to the alarm. The customer was still advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.